Manufacturer narrative:
(B)(4).

Event description:
A report received from (B)(6) stated that during use on a pt an ht70 ventilator experienced a constantly blinking alarm silence/reset light emitting diode (led). The pt was removed from the device, manually ventilated then replaced on an alternate ventilator. There was no negative impact to the pt's status.